Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was programmed with manual bolus and pump vibrated at the end of bolus. The vibrate function operated properly during our testing. The insulin pump passed self test and the vibration was felt. The insulin pump was received cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Event description:
It was reported that when the customer programs a big amount of insulin bolus; the insulin pump does not vibrate at the last units. Customer used the remote. Battery is not empty and no vibration anomaly noted at the self test. Customer insisted on changing the insulin pump. Blood glucose value is 245 mg/dl. Nothing further reported.